Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the caller to try different wall adapters and cables, but the issue persisted, leading to a decision to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy and understood the procedures for returning the malfunctioning pump and receiving a replacement.